Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty advancing the device and balloon rupture could not be determined. Possible factors that may contribute to resistance between the balloon catheter and the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported difficulty to advance and balloon rupture could not be determined since the device or component were not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction; d9 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. D4: expiration date unavailable as the lot number is not known. H4: device mfg date unavailable as the lot number is not known.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2x12mm mini trek balloon dilatation catheter (bdc) was advanced with resistance over an unspecified guide wire to the target lesion. The balloon was inflated once to 6 atmospheres (atm); however, a leak of contrast was noted coming out of the balloon (rupture). Therefore, the bdc was removed from the patient and the procedure was completed with an unspecified device. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.